Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-04462. The patient has two scs systems (thoracic and peripheral). It was reported the patient's peripheral ipg would no longer communicate with any external devices. As such, the device was deemed inoperable. Surgical intervention is planned as the next course of action. Note: it's unknown which serial number caused the issue, therefore both devices are being reported.

Event description:
Device 2 of 2, reference MFR. Report#1627487-2017-04462. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model. Therapy was restored postoperatively and the issue resolved.